Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated because the hd/sd sdi out 1 and 2 terminals could not function due to the failure of the electrical circuit board. Olympus (B)(4) also found that when evis 180 series videoscope was connected to the subject device the scope error e315 which indicated the unsupported scope occurred due to the failure of the video connector socket, and the endoscopic image had noise due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use at the first-time procedure of the day, the endoscopic image was not displayed when the subject device was turned on. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india, omsc surmised that the reported phenomenon was attributed to the following. - no image: the dx board outputs sdi signal. Omsc surmised that the dx board could not work due to the failure of the component then sdi signal could not be output because over seven years had passed from the subject device had been manufactured. - image noise (flickering): the dp board performs to process image signal and outputs analog image signal. Omsc surmised that the dp board had failed due to the failure of the component then image had noise, because over seven years had passed from the subject device had been manufactured. - error e315: over seven years had passed from the subject device had been manufactured. If it is used frequently, the scope socket may be worn and loosened due to repeated use, or the user may lower the unlock lever. It is presumed that the cause was that the lock latch failed because the video connector was pulled out without pulling it out. As a result, the electrical contacts become unstable, affecting the signal transmission between the scope and the video processor, and it is presumed that an error notification of e315 error (detection of ccd not subject to combination) occurred due to false detection of the scope. If additional information becomes available, this report will be supplemented.